Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed that the lv lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.